Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Proper procedure for attaching a power source was reviewed with the patient after controller exchange. IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The controller associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed from log files since the patient's controller was not identified or available for analysis. Without the return of the device for analysis a root cause conclusion cannot be made; however, it is possible that user interface related to disconnection and connection of power sources may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a study patient that they were having difficulty with the mechanical connection on the "right side" of the controller for the power source. The controller was exchanged with no reported clinical consequence or impact to the patient. The proper procedure for attaching a power source was reviewed with the patient. No further issues have been reported after the controller exchange. It is reported that the device will not be returned. No additional information was provided.